Event description:
Per the audiologist's report, the patient's performance with her cochlear implant was poorer than expected. Integrity testing performed in 2006 showed multiple electrode anomalies. The surgeon and patient have decided that the device will be explanted and a new device reimplanted. A surgery date has not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.